Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that post an rx wallstent permalume 10mm x 40mm stent placement in the distal common bile duct (cbd), the patient underwent stent removal due to "tissue ingrowth". A second rx wallstent permalume 10mm x40mm stent was placed. At an unspecified time following placement of the 2nd wallstent, the patient experienced "persistent tissue ingrowth in the second covered biliary wallstent". The wallstent was removed "in 2 sessions".

Manufacturer narrative:
Idd'l explant date: 2001. H3: the complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.